Manufacturer narrative:
B1 (is product problem) has been ticked to capture malfunction code. D1 (brand name) & d4 (serial) has been updated. D3 (manufacturer fax) & g1 (manufacturer contact fax number) has been added as these were omitted from the initial mw submitted. Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 73-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. During support, the device was noted to be too shallow and was repositioned under transthoracic echocardiography (tte) guidance. Care was later withdrawn, and the patient expired while on support. The reported events include device in wrong position requiring device repositioning and death. The positioning issue had no impact on the patient¿s hemodynamics and was corrected with standard repositioning. The death is conservatively being reported to the impella cp, however, the device is unlikely to have contributed to the patient's death, which was most likely due to the underlying critical clinical condition as they presented in scai stage e shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected data: d4 UDI corrected/updated.